Manufacturer narrative:
Na

Event description:
It was reported that there was a potential lead issue post rf av nodal ablation. The ventricular sense test results were 4 mv compared to the historical 12 mv signal. Impedances were stable in both polarities. The capture threshold showed a significant increase from 1.5-2 v at 5 ms to 3-4.5 v at 1.5 ms post ablation. The lead was capped and replaced.